Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction :user had an inaccurate reference

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 160-190mg/dl fasting. Verified test strips expire 04/16/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 339mg/dl and 324mg/dl non-fasting. Reviewed meter memory: 1:307mg/dl (B)(6) 2015 12:41:00 pm fasting:yes. 2:245mg/dl (B)(6) 2015 08:59:00 pm fasting:yes. 3:220mg/dl (B)(6) 2015 08:55:00 pm fasting:yes. 4:219mg/dl (B)(6) 2015 08:52:00 pm fasting:yes. 5:418mg/dl (B)(6) 2015 05:01:00 pm fasting:yes. Memory concerns: customer complains that all 5 of the memory result obained are part of his concern. Customer called complaining that his true track meter is reading a lot higher than his mother true result meter. His mother's meter (true result) reads close that that range yesterday (173mg/dl) at 8:13pm. Customer tested with the true track later at 8:52pm and obtained a result of 219mg/dl. Adverse event not reported.